Manufacturer narrative:
The reported events were unable to implant and helix mechanism issue. The reported event of a helix mechanism issue was confirmed. A complete lead was returned in one-piece. Visual examination found the helix partially extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region. No anomalies were noted on the lead body.

Event description:
It was reported that the patient presented for an implant procedure. It was noted during the procedure that the lead could not be fixed in the atrium due to a helix anomaly. The lead was exchanged. There were no patient consequences.